Event description:
A malfunction was reported with malfunction code malf 9 displayed on the device. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred, which the customer acknowledged and understood.